Event description:
On (B)(6) 2012, the reporter called animas alleging that the keypad down button started not responding a few weeks ago and has become gradually worse. The reporter denies any damage to keypad and is still able to be use the pump. The pump is worn exterior to garments and a protective lens film is used. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): the complaint regarding unresponsive down key was not duplicated: all keys were tested and responsive. The keypad was intact with no evidence of peeling or damage. The keypad was removed to check for contamination, which was found under the up/down/contrast/ok key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.